Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 510, 500, 400, 355, 425, mg/dl. The customer was treated with the manual injection and insulin pump. Troubleshooting was performed for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The drive support appeared to be normal. The product will be returned for analysis.